Event description:
It was reported that during an intracranial endovascular posterior inferior cerebellar artery (pica) aneurysm procedure, the subject guidewire distal tip was kinked and fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.